Event description:
It was reported that the patient's device tripped elective replacement indicator (eri) and the merlin transmissions all confirmed the eri trip. The patient was scheduled for changeout. During the changeout on (B)(6) 2018, it was discovered that the device still had 1.3 years to eri. There were no recent tachy episodes. The physician elected to proceed with the device replacement. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of diagnostic issue was confirmed in the laboratory. Conflicting information about the eri was noticed. Bench testing was performed and the device showed normal characteristics. Longevity estimation was performed and was found to be normal. The cause was due to the merlin.net transmitter.